Event description:
Ous MDR - after an implantation period of 90 months, an increase of the shock impedance was reported. The lead was explanted and returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was found cut approx. 14 cm distal to the is-1 connector pin. Only the proximal lead fragment was received and subjected to an extensive analysis. The analysis revealed that the conductor cable to the rv shock coil was pulled out of its welding point approx. 2 cm distal to the df-1 connector pin (rv shock coil). In this area significant abrasion marks were noted. This damage can be considered as the root cause of increased shock impedance as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the df-1 connector had been subject to excessive mechanical forces as the result of interaction with the generator housing. Further investigation demonstrated a torn off insulation approx. 2.5 cm distal to the df-1connector pin (svc shock coil). The conductor cable to the svc shock coil was found fractured approx. 9 cm distal to the df-1 connector pin. This damage most likely resulted from tensile forces applied during the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem.